Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation via a manufacturer representative. It was reported that there was a call your doctor icon on the implantable neurostimulator recharger. The patient thought that it was an end of service message, but the implantable neurostimulator was working fine and there was no error on the clinician programmer or the patient programmer. The manufacturer representative was unable to reproduce the error seen on the implantable neurostimulator recharger. The implantable neurostimulator recharger had intermittent charging and needed to be reset. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.